Event description:
After 2 inflations of the nanocross pta balloon, it was deflated and retracted. Resistance was felt inside the sheath and the balloon catheter was removed without the distal end of the catheter containing the balloon. The entire distal end of the balloon catheter including the balloon itself detached from the catheter. Also about 30cm of what looks like the inflation lumen also detached with the distal end. Under fluoro the physician could see the double marker bands at ao bifurcation inside the sheath. A .035 wire was used next to the detached balloon and the physician was able to get the wire to pull the detached balloon catheter back enough to get a hold of it at the hub of the sheath and manually pull it out.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.